Event description:
It was reported that it was necessary to revise the patient's implant, as the implant housing had moved. The patient was implanted in 2008, and the balkany technique was used (implant in a pocket). During the revision procedure, the active electrode was damaged, so the device was replaced.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.